Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected low battery alarm noted during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they were unconscious. The customer reported that the emergency medical services were called. The customer's blood glucose was 46 mg/dl at the time of incident. The customer's blood glucose was 121 mg/dl at the time of call. The customer stated that they were stuck in rewind. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Corrections have been made to this report with updated device analysis notes. The insulin pump passed delivery volume accuracy test.